Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that multiple cartridges did not fit onto the pump. Reportedly, there was no o-ring on the cartridge. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.